Event description:
Ring popped out of plate during screw insertion. Plate remains implanted with ring removed and no screw inserted at that site. Patient outcome: no adverse effect reported as a result of this event.